Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: 960-152, version #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was experiencing issues when loading exams via cd. System displays error when loading CT's indicating that they are non-axial. 3d models are blocked and image quality is poor. Troubleshooting confirmed media io 3.17. Technical services walked the site through changing media io settings which resolved the blocked 3d models and some of the poor 2d image quality. Show all changed to false and reloaded images, same error displayed with red x due to non-axial and noncontiguous images. Recommended going over image protocol with site. No patient was present at the time of the event.

Manufacturer narrative:
A software investigation was initiated. The behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.